Event description:
Reportedly, during a valve replacement procedure performed on (B)(6) 2012, vt induction and atp delivery features in eps screen were used to try to pace the heart at 200 min-1 during 8 seconds. However, the marker channel was displayed without any markers visualized. An explanation is required.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.